Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pause for three seconds while the patient was using a holter monitor. The device remains in use. Additionally, the physician elected to implant a second pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).